Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 9fr hickman d/l catheter was received for evaluation. Visual, microscopic, functional and tactile evaluations was performed. A metal stent was observed protruding out of the catheter from the distal end of the bifurcate. A small split was noted on the catheter body, proximal to the bifurcate. Upon infusion, water was observed exiting the metal stent, protruding the catheter. An in-house syringe was attached to the both the red luer and white luer and upon infusion, a leak was noted exiting the distal end of the first splice sleeve on the catheter. Therefore, the investigation is confirmed for the reported material puncture, fluid leak and the identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years one month and twenty one days post chronic catheter placement, the catheter allegedly had a pinhole leak and the area was clamped and covered with sterile gauze. It was further reported that upon performing the catheter repair, a metal stent segment was allegedly found to be protruding out of the catheter at an angle. Reportedly, the catheter was repaired. There was no reported patient injury.

Event description:
It was reported that approximately three years one month and twenty one days post chronic catheter placement, the catheter allegedly had a pinhole leak and the area was clamped and covered with sterile gauze. It was further reported that upon performing the catheter repair, a metal stent segment was allegedly found to be protruding out of the catheter at an angle. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.